Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed from the connector. Estimated blood loss was 200ml. Patient had no known ill effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling material, and process controls were within specification.